Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump battery was not charging. Reportedly, pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose was 180 mg/dl.